Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high short interval counts (sic) episodes and high impedance due to a lead fracture. Isometrics and provocative testing recorded noise and oversensing. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal segment of the lead was returned and analyzed. A distal portion was received measuring 44 cm. Analysis was performance and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Max v-pace impedance rises from an approximate baseline of 500 ohm to 1200 ohm the week ending (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Thirteen nst episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013; 374 v-sic occur since (B)(6) 2013. Concomitant: d284vrc implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. A distal portion was received measuring 44 cm. Analysis was performance and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Max v-pace impedance rises from an approximate baseline of 500 ohm to 1200 ohm the week ending (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 13 nst episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013 and (B)(6) 2013. 374 v-sic occur since (B)(6) 2013.